Event description:
Customer reported that when they attempt to put in their blood glucose readings in the insulin pump the numbers begin to ramp up and customer receives a button error alarm. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.